Event description:
It was reported that the patient presented for a generator replacement and the set screw became stuck when attempting to remove it. Different wrenches were used but were unsuccessful. Ultimately, an orthopedic drill was used to remove the set screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.